Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint sample was returned and evaluated against the reported event. Visual inspection found the device exhibits signs of repeated use and has fractured on the medial side of the post feature. All pieces were returned. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was returned fractured. It was further reported that this fracture did not occur during a surgical procedure.